Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use when setting up the hugo, the surgeon console (sc) was plugged in to power and to the system tower and the red power switch was flipped on. The three arm carts were plugged into the tower as well. The blue power button on the tower was pressed to start up the system. A start-up failure occurred and showed on the operating room team interface (orti) screen. The start-up specialist (sus) shut down the system and then the uninterruptible power supply (ups) battery was turned off so it showed standby mode for a few seconds. It took three tries to turn ups battery back on to diagnostic mode and online. Once online the system restarted and system started up with no issues. Additionally, later in the procedure the orti screen was noticed to be frozen. The touch screen was not working. The cable in the back of the screen appeared to be loose. The field service engineer (fse) made sure the cable was fully seated and then the touch screen worked again. There were no more interruptions to the procedure. There was no patient involvement.

Manufacturer narrative:
Updated information: d4 (UDI number), h2.6 (annex b, c and g codes) device evaluation: medtronic led an evaluation of the field service notes and device data logs for the reported tower 120v. Review of the field service notes indicate there was an occurrence of startup failure on the tower. The tower was troubleshooted by shutting down the tower and the uninterrupted power supply (ups). The ups took three tries to turn back on to diagnostic mode and online and now the system is functional. Evaluation of the device data logs indicates that the tower entered the malfunction state due to the tower button process terminating during startup. This prevented successful completion of the initialization sequence and resulted in the observed startup failure on the operating room team interface (orti). Additionally, the logs do not provide evidence to confirm or characterize the touchscreen behavior, and no related error codes were identified. Evaluation of the tower 120v confirmed the reported condition of startup failure. The root cause of this failure could not be determined. However, based on the information provided in the event, the most likely cause of the event was due to the tower button process terminating during startup. Evaluation of the tower 120v for the graphical user interface not working was not confirmed and noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use when setting up the hugo, the surgeon console (sc) was plugged in to power and to the system tower and the red power switch was flipped on. The three arm carts were plugged into the tower as well. The blue power button on the tower was pressed to start up the system. A start-up failure occurred and showed on the operating room team interface (orti) screen. The start-up specialist (sus) shut down the system and then the uninterruptible power supply (ups) battery was turned off so it showed standby mode for a few seconds. It took three tries to turn ups battery back on to diagnostic mode and online. Once online the system restarted and system started up with no issues. Additionally, later in the procedure the orti screen was noticed to be frozen. The touch screen was not working. The cable in the back of the screen appeared to be loose. The field service engineer (fse) made sure the cable was fully seated and then the touch screen worked again. There were no more interruptions to the procedure. There was no patient involvement.